Manufacturer narrative:
Initial and final MDR - (B)(4) - device 1 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The issue occurred with three sets. The infusion set tubing would not connect to the infusion set within the last 9 days. The infusion set tubing was detached from connector. The infusion set tubing would not connect to the infusion set within the last 9 day the infusion set was in use for 48 hours. The patient had not resolved the issue as he was driving at the moment and could not resume insulin at that moment. No further information available.